Event description:
The customer returned the hysterovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a adhesive joint on the curved rubber section is chipped was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction causes such as damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.